Event description:
It was reported that prior to implanting the lead into the patient, the helix would not extend. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The analyst commented the helix extended and retracted smoothly with no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.